Event description:
It was reported that the pt underwent a left-sided decompression at l4-5 and tlif with the use rhbmp-2/acs and local bone in the interbody implant. Ten weeks post-op, the pt was doing well, and had no symptoms, but was developing lysis at both endplates. No intervention has been done to date, and the surgeon continues to monitor the pt.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.